Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a surgical lead on (B)(6) 2010. It was reported that he feels discomfort in his sacral area whenever the amplitude for his stimulation is increased. Surgical intervention has been scheduled to rectify this matter.